Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farawave pfa catheter the side port started to leak fluid. Approximately half way through the procedure a 'popping' noise was heard from the catheter handle, from then on they would received 301 pre-pulse failure error messages each time they tried to ablate. Good spline placement was confirmed but they still received the error messages. During troubleshooting it was noted that the flush port on the side of the catheter was leaking and there was fluid near the deployment slider. The catheter was replaced with another farawave pfa catheter, and the procedure was successfully completed. No patient complications were reported as a result of the event. The catheter is not expected to be returned for analysis as it was disposed of by the site.